Event description:
Patient was revised. The reason for revision is unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (right). Asr revision recommended. Reason for revision: unknown update: product lot numbers from (B)(6) update spreadsheet dated 28 oct 2011. 7/12 - update from (B)(6) spreadsheet dated (B)(6) 2011- left hip to be revised (not right as above). Update: added revision date and amended type of hip replacement. Received: september 8th 2012. Type of hip replacement product: asr hip resurfacing (not asr xl as above). Update received: 5th june 2014 - added reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (right). Asr revision recommended. Reason for revision: unknown. Update: product lot numbers from (B)(6) update spreadsheet dated 28 oct 2011. 7/12 - update from (B)(6) spreadsheet dated 2 december 2011- left hip to be revised (not right as above). Update: added revision date and amended type of hip replacement. Received: september 8th 2012. Type of hip replacement product: asr hip resurfacing (not asr xl as above). Update received: 5th june 2014 - added reason(s) for revision: alval / soft tissue reaction. Update- amended revision date. Taken from claimsuite dated 10th july 2014. Revision due on (B)(6)2014. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 5th august 2014.